Manufacturer narrative:
Product complaint # (B)(4) investigation if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient had a left total hip done in (B)(6) in (B)(6) of 2013. This was with a corail stem and pinnacle cup. Developed pain a year ago and was brought in for revision. The 44 mm liner was disassociated with the cup. It looked like a +4 10 degree liner but the lip of the liner was in pieces and no numbers could be seen. The 28 mm +1.5 ceramic head showed wear on the head. A new 44 mm +4 10 defeee liner was implanted with a ts ceramic 28 mm +5 head. Doi: (B)(6) 2013; dor: (B)(6) 2018; left hip.